Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the patient received inappropriate anti-tachycardia pacing (atp) therapy due to misdiagnosis of atrial fibrillation with rapid ventricular response (rvr) as ventricular tachycardia. Programming changes were made on the device. No patient consequences.